Event description:
It was reported that, during laparoscopic cholecystectomy, when the device was attempted use, the tip part was broken, and also the jaws did not open. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/20/2026. D4: batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: was the device on a vessel/artery when it would not open?=>no. If yes, how was the device removed? (Cut off, forced open). If the device was cut off, was there any damage to the vessel/tissue? If yes, how was the damage addressed/repaired? Were the device jaws eventually opened? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/7/2026. D4: batch # a98v1t. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with no apparent damage. The tyvek was returned with the instrument. To attempt replication of the reported incident, the device was evaluated for functionality. During analysis, the instrument was cycled and successfully fed and formed four (4) conforming clips. Functional testing confirmed that the jaws opened and closed without difficulty. Additionally, the device it was disassembled. Upon disassembling, no anomalies were observed. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without detectable damage. Do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. Device history review: a manufacturing record evaluation was performed for the finished device batch a98v1t number, and no non-conformances were identified.